Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient's implant was removed sometime in 2010 due to infection. The patient was having an ankle scan due to an unrelated issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.